Event description:
It was reported that during a ptca / stenting treatment procedure, the polymer tip of the pt graphix int guidewire detached. One pt graphix intermediate guidewire was placed in the circumflex coronary artery and another was placed in the marginal branch which was at a sharp angle. A stent was placed in the circumflex artery to treat the region adjacent to the ostium of the marginal sidebranch. When the physician attempted to remove the pt graphix guidewire from the sidebranch (behind the expanded stent), the polymer lossened and detached. The marginal artery was consequently occluded and the pt was sent for CABG surgery. The physician remarked that if the procedure had not been attempted, or if it hadn't been possible to place a guidewire into the sidebranch, the pt would have been sent to surgery anyway. Pt status is reported as "well."

Event description:
It was further reported that the lesion being treated was a calcified, 95% stenotic lesion in a significantly tortuous coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a medtronic ebu4 guide catheter. It is noted that resistance was met with removal of the guidewire causing a complete separation of a portion of the polymer coating from the distal tip of the wire which was left in the pt. The pt experienced angina at the time of the event and was treated with emergency CABG surgery.